Manufacturer narrative:
Device eval: one suspect device was returned for eval. The complaint was confirmed. The rotator was separated at the bone between the collar and the housing. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Device history record was reviewed, complaint data base was reviewed. Info for lot f698064 and f691393. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found no similar complaints for the lot numbers. Both lot numbers were built prior to noted corrective actions.

Event description:
The rotator broke during use. Other possible lot numbers are f698064 or f691393. No harm or injury was reported. The customer reported three (3) defective devices, but did not provide any specific details for each occurrence. It is not known if all three reported defective devices were the same part number or lot number. The customer did not know what lot number was defective. The customer returned one used device confirmed to be lot number f699636. Therefore, this single report will be filed.